Manufacturer narrative:
There is no indication of any system or component failure and all original components remain implanted and in use after the surgical revision. Patient has a sedentary desk job and there are no reports of any external trauma or excessive physical activity that is likely to have contributed to the movement of the implanted component. Migration is a known inherent risk of implantable neuromodulation systems.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024. After activating the system, the patient reported some issues with communication between the implantable pulse generator (ipg) and the external therapy discs. Troubleshooting was performed, including replacing the external device. Ultrasound and flouroscopic imaging determined that the ipg had migrated within the pocket so that the device no longer sat parallel to the skin surface. A surgical procedure was performed on (B)(6) 2024 to reposition the existing components to sit parallel to the skin surface and within the recommended depth for optimal communication. No new components were introduced and all original components remain implanted and in use.